Event description:
It was reported that (1) device was used during a bilateral inguinal hernia. It was reported by the affiliate that the 511sd sleeve broke after a time, causing the air to leak out and causing a prolonged operating room time (20-30 minutes).